Event description:
The pt experienced withdrawal symptoms and increased rigidity. As of (B)(6) 2011, the pt had "just returned from (B)(6) after having a pump implant." The pt was put on oral baclofen. The symptoms have not improved. The pt had an appointment to see a neurologist to manage the pump. The drug delivered was lioresal. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).